Event description:
It was reported that a cartridge alarm occurred while the customer was using the pump. No information about the customer¿s blood glucose level at the time of the event was available. The customer received a replacement pump after reporting the issue, and returned the problematic pump to tandem as instructed, but declined to share information about backup insulin therapy.